Manufacturer narrative:
STRYKER CONTACTED THE CUSTOMER TO REQUEST ADDITIONAL INFORMATION ON THE PATIENT. STRYKER REQUESTS PATIENT INFORMATION NECESSARY FOR REGULATORY COMPLIANCE, STRICTLY ADHERING TO HIPAA'S PRIVACY RULE. THE CUSTOMER PROVIDED AVAILABLE PATIENT INFORMATION. STRYKER EVALUATED THE CUSTOMER'S DEVICE AND FOUND THE DEVICE TO BE OPERATING PROPERLY. NO MALFUNCTION WAS DETECTED. AFTER OBSERVING PROPER DEVICE OPERATION THROUGH FUNCTIONAL AND PERFORMANCE TESTING, THE DEVICE WAS RETURNED TO THE CUSTOMER FOR USE. STRYKER PERFORMED A CLINICAL REVIEW OF THE EVENT AND DETERMINED THAT THE DEVICE USE CAUSED THE PATIENT OUTCOME. IT WAS DETERMINED THAT USE ERROR WAS THE CAUSE DUE TO THE FOLLOWING: THE ELECTRONIC RECORDS FROM THE DEVICE WERE EVALUATED, AND THE USER DID NOT PRESS THE SYNC BUTTON PRIOR TO THE 4TH CARDIOVERSION ATTEMPT. THE USER'S ACTION IS CONSIDERED PREDICTABLE WITH THE DEVICE, THEREFORE, GIVEN THE USER¿S ACTIONS ARE FORESEEABLE THE FAILURE TO PLACE THE DEVICE IN SYNC MODE LED TO AN ASYNCHRONIZED SHOCK DELIVERY RESULTING IN THE PATIENT CONVERTING TO VFIB. THE USER ATTEMPTED TO CONVERT THE PATIENT BACK TO AN ORGANIZED RHYTHM BY DEFIBRILLATING THE PATIENT 9 TIMES BUT WAS UNSUCCESSFUL. DEVICE USE CAUSED THE PATIENT¿S OUTCOME, RELATED TO USER ERROR.

Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THAT A PATIENT RECEIVED AN UNSYNCHRONIZED DEFIBRILLATION SHOCK DURING CARDIOVERSION. THE SHOCK LED TO VENTRICULAR FIBRILLATION, RESULTING IN THE PATIENT NOT SURVIVING. THE STAFF ALLEGED THAT THE BUTTON TO ACTIVATE SYNC MODE WAS PRESSED, HOWEVER, THE ECG STRIPS OF THE EVENT SHOWS THAT THE DEVICE WAS NOT IN SYNCH MODE DURING THE SHOCK. THE PATIENT DID NOT SURVIVE.

Manufacturer narrative:
THE INITIAL MDR FOR MFR REPORT #0003015876-2026-00525 HAD THE INCORRECT REPORTABILITY AWARENESS DATE FOR FIELD G3. INITIAL REPORT G3 REPORTABILITY AWARENESS DATE WAS SUBMITTED AS - (B)(6)2025. INITIAL REPORT G3 REPORTABILITY AWARENESS DATE SHOULD BE - (B)(6) 2026.

Event description:
THE CUSTOMER CONTACTED STRYKER TO REPORT THAT A PATIENT RECEIVED AN UNSYNCHRONIZED DEFIBRILLATION SHOCK DURING CARDIOVERSION. THE SHOCK LED TO VENTRICULAR FIBRILLATION, RESULTING IN THE PATIENT NOT SURVIVING. THE STAFF ALLEGED THAT THE BUTTON TO ACTIVATE SYNC MODE WAS PRESSED, HOWEVER, THE ECG STRIPS OF THE EVENT SHOWS THAT THE DEVICE WAS NOT IN SYNCH MODE DURING THE SHOCK. THE PATIENT DID NOT SURVIVE.

Event description:
The customer contacted Stryker to report that a patient received an unsynchronized defibrillation shock during cardioversion. The shock led to ventricular fibrillation, resulting in the patient not surviving. The staff alleged that the button to activate sync mode was pressed, however, the ECG strips of the event shows that the device was not in synch mode during the shock.The patient did not survive.

Manufacturer narrative:
The supplemental (1) MDR for Mfr Report # had the incorrect Type of Reportable Event for field H1. The supplemental was submitted as "Malfunction" but should have been "Death". The initial MDR for Mfr Report # was submitted correctly as "Death".